Event description:
Customer called lfs in 6/02 alleging the ot basic meter was prompting the redo check message. The issue was unresolved with troubleshooting. Customer did not experience an adverse event. Meter has been replaced.